Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert transmission for high hv lead impedance measurements was observed. Further testing will be performed during patient's in-clinic scheduled visit.

Event description:
New information received notes that physician decided to continue monitoring the patient. No changes or tests were performed. Patient is stable.